Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. Customer reported experiencing seizures from their low. The customer's blood glucose was unknown at the time of the call. It was found the customer treated their blood glucose with food. Customer's current blood glucose was 203 mg/dl. The customer stated their drive support cap appeared to be normal. The customer stated they did not expose the insulin pump to a high magnetic field. The customer declined to return the insulin pump for analysis.